Event description:
It was reported via medwatch that unable to deploy the catheter over the guidewire or to retract the guidewire. During the insertion the housing device came apart and had to be put back together. The guidewire was deployed but unable to deploy the catheter over the guidewire or to retract the guidewire. The device was removed as an entire unit from the patient's arm and another device obtained.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.